Manufacturer narrative:
No led anomaly noted. Insulin pump was received with severely scratched display window. Insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to severely scratched display window. Insulin pump had cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported that the insulin pump had a led anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.